Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was involved in a fight with his sister when he received a blow to his cochlea implant, which resulted in a massive swelling over the implant site. Since then the pt was no longer able to hear with his device. Testing was carried out twice, whic confirmed that the device has malfunctioned.